Event description:
Related manufacturer reference number: 1627487-2022-02437. It was reported the patient experienced multiple falls and lost effective therapy. Diagnostics indicated high impedances on one lead. Reprogramming did not resolve the issue. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. Effective therapy was restored postoperatively, reportedly. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The event of lead explant/replacement due to high impedance was reported to abbott. The patient has great coverage post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.